Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the 8mm maryland bipolar forceps instrument was overheating. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument sparked.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additional observation related to customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.